Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that their insulin pump had to touch the buttons more than once to get it to work. The customer¿s blood glucose was 135 mg/dl at the time of incident. The customer reported that the insulin pump had longer to rewind, there was no leaking from the res and there was no noise that comes when it is rewinding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will not be returned for analysis.